Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged battery cap, and that the battery cap contacts were out of specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the device history indicated multiple unexplained pump reboots. A crack was observed along the pump battery compartment, and the battery cap threads were stripped. The battery cap contact dimensions did not measure within specifications, making it unusable; a defect was found in the contact width, and a manufacturing defect was found in the contact height. The pump was exercised with a test cap and the case was opened with no further power loss or defects observed. (B)(6).